Event description:
An eye care professional called to report treatment of a culture positive infectious mid-peripheral corneal ulcer (norcardia asteroids) in a pt's left eye. Pt had been wearing focus night & day lenses on a continuous wear basis for 3 to 4 weeks. Visual acuity prior to symptoms unknown. Current visual acuity reported as 20/25. Prognosis reported as optimistic & will continue f/u as a precaution. No further info is available at the time of this report.